Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 528 mg/dl at time of incident and current blood glucose level was 502 mg/dl. The customer was treated with syringe and insulin pump. The customer reported that they changed the infusion set and plunger wasn't able to on reservoir tried another and reservoir same issue 3rd reservoir finally worked didn't see bubbles. It was reported that they performed high pressure test and was passed. The customer declined troubleshooting for high blood glucose. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.